Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), embedded device ('metallic coil is embedded within both the right and left cornu,') and endometritis ('chronic endometritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation hysteroscopy, thermachoice balloon ablation". The patient's medical history included hernia, dyspareunia, hernia repair, fibroids, uterine ablation, migraine, hypertension, heart murmur, arthritis, anemia, thyroid disorder, dysfunctional uterine bleeding, cystocele, menometrorrhagia and nabothian cyst. Previously administered products included for an unreported indication: hydroxychloroquine and propranolol. Concurrent conditions included lupus erythematosus and hypertension. Concomitant products included atenolol since 2010, ibuprofen since 2013, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure and total laparoscopic hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, endometritis, genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, endometritis, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unable to successfully cannulate the cervix, likely related to presence of cervical stenosis. Notification sent to physician. Pathology test - on (B)(6) 2014: endometrium, curettage: proliferation endometrium. No evidence of hyperplasia or carcinoma. Ultrasound abdomen - on an unknown date: abdomen: gallbladder contracted without evidence of stone. Echogenic focus upper pole of right kidney, suggestive of lipoma and / angiolipoma and /or nonobstructive nephrolithiasis.pelvis: impression: mild fibroid changes about the uterus, the largest fundal fibroid anteriorly measuring 2.8 cm in greatest dimension. Endometrium not visualized on current study. No evidence of adnexal mass lesion; on an unknown date: bright linear echoes see bilateral from uterus extending laterally, consistent with pt hx of essure. Left one appears in oblique position. No free fluid seen.. Ultrasound pelvis - on an unknown date: impression: uterus bulky, multiple small fibroids. Fibroids range from 23.9 and 24.5 mm diffuse gas pattern, right ovary not seen. Left ovary 30.1 x 17.8 x 24.6. No fluid in cul-de-sac.; on an unknown date: anteverted, bulky fibroid uterus. Endometrium is echogenic and measures 4.3 mm. Fluid is seen within endometrium measuring 2.3 mm. Multiple fibroids seen. The two largest located in the fundus. The right lateral one measures 4.0 x 3.2 cm. Left lateral measures 4.2 x 3.4 cm. There is a thin, echogenic line traveling along the posterior margin of the left lateral fibroid, possible artifact? Ovaries not visualized. No obvious masses or free fluid seen. Area of pain scanned transabdominally - no obvious pathology.. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added.medical history were added.event:chronic endometritis and metallic coil is embedded within both the right and left cornu were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), embedded device ('metallic coil is embedded within both the right and left cornu,') and endometritis ('chronic endometritis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation hysteroscopy, thermachoice balloon ablation". The patient's medical history included hernia, dyspareunia, hernia repair, fibroids, uterine ablation, migraine, hypertension, heart murmur, arthritis, anemia, thyroid disorder, dysfunctional uterine bleeding, cystocele, menometrorrhagia and nabothian cyst. Previously administered products included for an unreported indication: hydroxychloroquine and propranolol. Concurrent conditions included lupus erythematosus and hypertension. Concomitant products included atenolol since 2010, ibuprofen since 2013, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), systemic lupus erythematosus ("autoimmune disorder: lupus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure and total laparoscopic hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, endometritis, genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, embedded device, endometritis, genital haemorrhage, heavy menstrual bleeding, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unable to successfully cannulate the cervix, likely related to presence of cervical stenosis. Notification sent to physician. Pathology test - on (B)(6) 2014: endometrium, curettage: proliferation endometrium. No evidence of hyperplasia or carcinoma. Ultrasound abdomen - on an unknown date: abdomen: gallbladder contracted without evidence of stone. Echogenic focus upper pole of right kidney, suggestive of lipoma and / angiolipoma and /or nonobstructive nephrolithiasis.pelvis: impression: mild fibroid changes about the uterus, the largest fundal fibroid anteriorly measuring 2.8 cm in greatest dimension. Endometrium not visualized on current study. No evidence of adnexal mass lesion; on an unknown date: bright linear echoes see bilateral from uterus extending laterally, consistent with pt hx of essure. Left one appears in oblique position. No free fluid seen.. Ultrasound pelvis - on an unknown date: impression: uterus bulky, multiple small fibroids. Fibroids range from 23.9 and 24.5 mm diffuse gas pattern, right ovary not seen. Left ovary 30.1 x 17.8 x 24.6. No fluid in cul-de-sac.; on an unknown date: anteverted, bulky fibroid uterus. Endometrium is echogenic and measures 4.3 mm. Fluid is seen within endometrium measuring 2.3 mm. Multiple fibroids seen. The two largest located in the fundus. The right lateral one measures 4.0 x 3.2 cm. Left lateral measures 4.2 x 3.4 cm. There is a thin, echogenic line traveling along the posterior margin of the left lateral fibroid, possible artifact? Ovaries not visualized. No obvious masses or free fluid seen. Area of pain scanned transabdominally - no obvious pathology.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), genital haemorrhage ('heavy abnormal bleeding') and systemic lupus erythematosus ('autoimmune disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation hysteroscopy, thermachoice balloon ablation". The patient's medical history included hernia, dyspareunia, hernia repair, fibroids, uterine ablation, migraine, hypertension, heart murmur, arthritis, anemia, thyroid disorder, dysfunctional uterine bleeding, cystocele and menometrorrhagia. Previously administered products included for an unreported indication: hydroxychloroquine and propranolol. Concomitant products included atenolol and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unable to successfully cannulate the cervix, likely related to presence of cervical stenosis. Notification sent to physician. Pathology test - on (B)(6) 2014: endometrium, curettage: proliferation endometrium. No evidence of hyperplasia or carcinoma. Ultrasound abdomen - on an unknown date: abdomen: gallbladder contracted without evidence of stone. Echogenic focus upper pole of right kidney, suggestive of lipoma and / angiolipoma and /or nonobstructive nephrolithiasis. Pelvis: impression: mild fibroid changes about the uterus, the largest fundal fibroid anteriorly measuring 2.8 cm in greatest dimension. Endometrium not visualized on current study. No evidence of adnexal mass lesion; on an unknown date: bright linear echoes see bilateral from uterus extending laterally, consistent with pt hx of essure. Left one appears in oblique position. No free fluid seen.. Ultrasound pelvis - on an unknown date: impression: uterus bulky, multiple small fibroids. Fibroids range from 23.9 and 24.5 mm diffuse gas pattern, right ovary not seen. Left ovary 30.1 x 17.8 x 24.6. No fluid in cul-de-sac.; on an unknown date: anteverted, bulky fibroid uterus. Endometrium is echogenic and measures 4.3 mm. Fluid is seen within endometrium measuring 2.3 mm. Multiple fibroids seen. The two largest located in the fundus. The right lateral one measures 4.0 x 3.2 cm. Left lateral measures 4.2 x 3.4 cm. There is a thin, echogenic line traveling along the posterior margin of the left lateral fibroid, possible artifact? Ovaries not visualized. No obvious masses or free fluid seen. Area of pain scanned transabdominally - no obvious pathology. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs+mr received: events essure tubal ligation hysteroscopy, thermachoice balloon ablation, abnormal bleeding (vaginal, menorrhagia, autoimmune disorder: lupus, migration of device were added. Medical history, historical drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.